Manufacturer narrative:
H.6. Investigation: fifteen samples were received by our quality team for evaluation. Upon visual inspection of all of the samples, no foreign matter was observed on the syringe tips and no foreign matter observed on the plungers (grease). The samples were subjected to silicone content determination testing as well and had passed the product specification. Therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, no root cause could be determined due to the samples passing all testing.

Event description:
It was reported that the bd¿ plastipak syringe luer lockhad foreign matter in the fluid pathway prior to use. There are 100 separate occurences reported. The following information was provided by the initial reporter: verbatim:¿grease on plunger. Opened syringe to find plastic shavings on tip of syringe and also lubricant gel 'grease' on inside of syringe on the plunger. Feel unsafe to use on patients especially oncology patients. Said they've had hundreds like this in both 10ml and 5 ml about 1:7 is ok to use."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd¿ plastipak syringe luer lockhad foreign matter in the fluid pathway prior to use. There are 100 separate occurences reported. The following information was provided by the initial reporter: verbatim:¿grease on plunger. Opened syringe to find plastic shavings on tip of syringe and also lubricant gel 'grease' on inside of syringe on the plunger. Feel unsafe to use on patients expeciall oncology patients. Said they've had hundreds like this in both 10ml and 5 ml about 1:7 is ok to use."